Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a solicited report by a physician from (B)(6) of break in aseptic technique and bacterial peritonitis with culture positive for streptococcus viridans in a (B)(6) female patient coincident with nutrineal pd4 unknown bag (lot number not reported) and fresenius "capd/dpca stay safe" (non-baxter product) therapies. On (B)(6) 2005, the patient began treatment with nutrineal pd4 unknown bag (1 exchange, daily, lot number not reported) and fresenius "capd/dpca stay safe" (3 exchanges, daily, lot number reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). The patient used the fresenius stay safe adapter with the nutrineal pd4 unknown bag exchange. On an unreported date, the bag of effluent was damaged, and considered to have been a break in aseptic technique. The patient was hospitalized (date not reported) because of clinical signs of acute peritonitis, including abdominal pain. On (B)(6) 2010, the patient experienced bacterial peritonitis. The patient began treatment with "vankomicin" (2.5g, 1x1, route not reported) and ceftazidime (1.5g, 1x1, route not reported) on (B)(6) 2010 for bacterial peritonitis. On (B)(6) 2010, the patient ended therapy with "vankominin" and ceftazidome, and began treatment with cefazolin (1.5g, 1x1, route not reported) for bacterial peritonitis. On (B)(6) 2010, the patient ended therapy with cefazolin. The root cause of the bacterial peritonitis was a break in aseptic technique. On an unreported date, the patient recovered. It was not reported if the patient received re-training regarding aseptic technique, therefore an outcome for the event of break in aseptic technique was not reported. Action taken with nutrineal pd4 unknown bag therapy and fresenius "capd/dpca stay safe" was not reported. The physician believed that the event of bacterial peritonitis was severe in severity and unrelated to nutrineal pd4 unknown bag and fresenius "capd/dpca stay safe" therapies. The physician did not provide a causality statement for the event of break in aseptic technique.